Event description:
It was reported that during a laparoscopic cholecystectomy, the clips did not form completely. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Other # = f9g03a (batch# for device b); exp date=12/2013 (device b). (Device b): MFR date 01/2009. Indicator wheel failure; results: broken jaw at bifurcation. Evaluation summary: device a was returned in good visual condition. Due to the returned condition of the instrument, the trigger had to be manually assisted to release the jaws, leading to the release of one pear shaped clip. After releasing the jaws, the instrument fed and formed 13 conforming clips. The instrument jaws opened as intended during functional testing and no anomalies were noted with the functionality of the device. The instrument locked out as intended but the orange indicator did not show up. Device b was returned with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was cycled and ejected the remaining clips due to the jaw condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.